Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
As reported, on the third day of use of this clearsight finger cuff, the co values provided were thought to be inaccurate by the clinician. Restarting the system did not solve the problem. The co values displayed and expected were not available. There was no error message displayed. There was no allegation of patient injury and the patient was not treated according to the incorrect co values displayed. Inquired of patient demographics, unable to be obtained.

Manufacturer narrative:
We received one medium clearsight finger cuff for examination. The eeprom verification showed that the unit was expired. Information such as serial number, lot number, size, manufacture date of the unit were available during eeprom verification. Electrical testing also showed that all elements such as shield, led, and photodiode of returned unit were and worked successfully. No visible damage was noticed from the returned unit. The pressure cuff inflated without any leakage during leak test which was performed both before and after decontamination. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Inaccurate hemodynamic readings, without any type of alarm, could lead to inappropriate patient treatment, and therefore have the potential to result in patient injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.